Event description:
Additional information was received from the patient (pt). They reported that they had their trial on (B)(6) 2021 and their first implant was on (B)(6) 2022. On (B)(6), they tried to remove the current electrodes but never told the patient that 1,2, or 3 wouldn't come out. Pt reported the cause of the stimulation going in the wrong direction was due to the pain relief trial being 60-70% lumbar. The rep and hcp decided to improve the results by changing the 8-ring electrodes from t8-t12 to find a new position that was wrong from the trial, leading to stim going down and not up. Pt noted they have the same stimulator, but different electrodes in new location. Pt noted their hcp told them they couldn't remove the electrodes and there was limited room in the epidural space. Pt noted with the same stimulator on, they can feel stimulation on the right side of their spine, but nothing on the left side. Pt noted a medtronic engineer came to the clinic ad moved the stimulation a little, then rep noted that medtronic could no longer be of service. Pt noted they became "medically drunk" and needed o2 plus they threw up. Pt noted they never turn on their stimulator except to recharge the implant and when on, it becomes annoying after 30-45 minutes. Pt noted the device gave them 60-70% relief. Pt reported being in pain, having to walk with a cane, and getting no sleep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient clarified that #1 was the trial period, #2 time was full placement of the electrodes and stimulator under the skin, and the #3 time (or second install) was five months after the installation of the electrodes and stimulator. They felt one electrode on the right was not coming out and decided to leave it in. They chose to install another electrode on the right side and left side with new. When asked the cause of the stimulation going in the wrong direction, the patient stated that common sense told them that "the leads were not placed over or near the correct spinal nerves. Only x-rays will show the position of the electrodes after trial, during the second installation when the stimulator was placed inside. The location of the electrodes is key. A doctor using experience, past success, and anatomical chart is guessing." Actions taken to resolve the issue included their previous neurologist attempting to remove the electrodes but he could not. The patient stated that their general practitioner (gp) was called by the neurologist who told the gp that this "upside down stimulation" had n ever happened to them. The issue was not resolved. After the manufacturer representative came into their neurologist's clinic and placed the stimulus signal at the belt line only. After the 3rd surgery that ended badly, the rep limited the patient's handheld settings while getting the right side stimulus up vertical on the right but two inches from the spine. The patient left the office upon the rep's direction after they indicated they were finished. The patient voiced their concerns as they felt the reprogramming was not finished but was shown the door. The patient found out a day later they had no stimulus on the left side. Two weeks later, another rep said they could not help. The right stimulation was moved up but all the patient felt was a tingle two inches from their spine and felt no stimulation or tingle on the left side at all. The patient charged their controller and ins every few weeks, but they never turn on the therapy as they get no benefits. The patient's current general practitioner referred them to a neurosurgeon on (B)(6) 2024. They got 3 x-rays and discussed the patient's scs situation with them. They called the patient's previous physician and told the patient that they take scs out, put them in, and fixes them. The neurosurgeon saw no reason that the electrodes could not be removed or new ones installed and referred the patient to another doctor. The patient has not heard from anyone, was not receiving any medication for pain, and truly believed that no one could fix the issue.

Manufacturer narrative:
Report 2182207-2022-01866 for report of lead revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Lumbar pain relief during the 5 day trial. Knowing. Human nature, the dr. Wanted a grade "a". Placing the 8 ring barrel electrodes in a different location. When turned on, it went down patients legs into their heels was the wrong direction. Second time took 5 months , and nothing on the left and 2" away from the right. They told the patient in an email to have a good life , as they could no longer be of help. Patient's quality of life for a 6'3" frame of a guy is 1. Patients gp since 96, sent them to pain clinic, after two weeks, their next appointment is 3 months. Call at 30 days for two refills. Patient doesn't care about meds, they care about pain. Is everyone scared to remove the electrodes? Are they afraid of causing areas of paralysis? Patient can't find anyone to help at age 66. This sucks.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.